Event description:
It was reported that during a da vinci-assisted right hemicolectomy and abdominoperineal resection procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The nurse reported that the surgeon observed the mcs tip cover accessory, slipping off the mcs instrument and requested staff to remove the instrument. Upon removal, it was noted that the mcs tip cover accessory was no longer installed on the instrument. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted and advised that the mcs tip cover accessory is radiolucent and cannot be detected by x-ray or magnetic resonance imaging (MRI). As a result, no imaging was performed, and the surgeon chose to proceed with the case, planning to retrieve the mcs tip cover accessory later in the procedure. Ultimately, due to patient-related complications, including long-term steroid use and friable tissue, the procedure was converted to open surgery. The mcs tip cover accessory was successfully retrieved, and the procedure was completed without further issues. The patient did not experience any postoperative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.